Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer received a loss sensor and had to change sensor. Customer also changed all supplies. Customer's blood glucose was 400 mg/dl. Sensor would be replaced.